Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). The motor passed the motor test. The drive support disk was inspected and no anomaly was noted. The motor position encoder error alarm was confirmed in the history file. The pump was missing the end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 255 mg/dl. The customer treated with a manual shot. He stated that the pump had been alarming motor error for months. Troubleshooting was performed. The device was returned for analysis.